Event description:
It was reported that the patient would charge twice as much as before. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per physicians preference.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.